Event description:
It was reported that a product due to the engine or the front piece being damaged. Patient involvement and any patient or user complications were reported as unknown.

Manufacturer narrative:
H3:product analysis: evaluation determined that the engine or the front piece was damaged. The likely cause of failure could not be determined. It was also noted that the bearings were detached.laser markings faded. B3: date of event notification: 2026-02-19 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.